Event description:
It was reported that two devices broke into multiple pieces while being implanted into the l5-s1 disc space of the patient. Disc space was dilated and grafts were sized correctly. Both broke while on the inserter. The endplates of the vertebral bodies were not fractured. The implants were used in surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: visually confirmed implant spacer broken into multiple pieces. Crack initiation point identified at the inserter interface. This was consistent with significant impact during implantation. Fracture surface examination identified a brittle fracture, with rays emanating from a likely fracture initiation points. The morphology of the fracture surfaces were consistent with brittle overload. The above observations were consistent with brittle overload.